Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient is unable to experience ineffective in the pain areas and undesired stimulation in other area. Reportedly, scs lead migrated (confirmed on x ray). As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Corrected data: the narrative was inadvertently reported in the initial report as:"it was reported that the patient is unable to experience ineffective in the pain areas and undesired stimulation in other area." The narrative was stated in error. The correct verbiage is mentioned in the additional report-1.

Event description:
It was reported that the patient is unable to experience effective therapy in the pain areas and is experiencing undesired stimulation in other area. Follow-up information revealed that the patient underwent surgical intervention on (B)(6) 2018 where the existing lead was explanted and replaced with a new lead restoring adequate therapy.